Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1600 instrument. Siemens is investigating. MDR 2432235-2019-00219 was filed for the same event.

Event description:
A discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1600 instrument. The same sample was repeated on the same atellica im 1600 instrument and on an alternate atellica im 1600 instrument giving lower and matching results. The repeat result is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high thcg test result.

Manufacturer narrative:
The initial MDR 2432235-2019-00222 was filed 21-jun-2019. Corrected information (01-jul-2019): section a2 - the patient's age was changed from 32 to 23. The date of birth was not provided. Section b3 - the date of event was changed from (B)(6) 2019 to (B)(6) 2019. Section b5 - the initial total human chrorionic gonadotropin (thcg) test result was changed from 10 ui/l to 14 ui/l. Siemens is investigating this event.

Manufacturer narrative:
The initial MDR 2432235-2019-00222 was filed 21-jun-2019. Supplemental MDR # 1 was filed 08-jul-2019. Additional information (18-jul-2019): siemens evaluated the log files provided by the customer and was unable to identify an instrument issue. The customer is reportedly centrifuging serum samples in a becton-dickinson vacutainer rapid serum tube at 2,000 times gravity for 12 minutes prior to testing. The customer has implemented a new practice of routinely repeating all samples that measure less than or equal to 100 ui/l and had no further incidents of discordant results. The cause of the discordant, falsely high total human chorionic gonadotropin (thcg) is unknown. A potential cause of the discordant, falsely high total human chorionic gonadotropin (thcg) is sample handling. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6: the result code and conclusion code were updated. Supplemental MDR 2432235-2019-00219_s1 was filed for the same event.